Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: the black box showed power-on-reset (por) incidents recorded after replace battery alarms. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection and reported ¿power¿ complaint was duplicated. A test battery cap was able to fit and to maintain electrical connection. The test cap was used to complete a 24-hour duration test; no por incidents were duplicated during this time. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.